Manufacturer narrative:
Correction to h10: the malfunction, image is dark, was not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reportable event was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: dark image, illumination, image was blurry lens damage, outer tube bent, and scratches on outer tube. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ureteroscope, 8,6/9,8 fr. X 430 mm, 7°, 6,4 fr. Channel, with wa00396a image is dark, and the insertion part (outer tube) was broken during reprocessing for an unknown diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.